Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee, h3, h6: lot provided is not a valid number, therefore, the device history record (DHR) could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. The product was not returned to depuy synthes, however photos were received for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Visual analysis of the photo revealed that fibulink syndesmosis repair kit sst had the threaded tip broken, the broken fragment is visible in the evidence provided. The allegation can be confirmed. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2024, the gold/silver tube came out of the fibulink without pulling the gold tube out first. They were not able to tighten the fibulink further due to the tubes being out prematurely. The surgery was completed successfully with no surgical delay. This report is for a fibulink(r) syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4). Additional reports are captured under (B)(4).